Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, all three edwards sheath tips split, prior to successful valve implantation. The medical team started with a 16f esheath+. The distal end partially tore. They then opened a 14f esheath+ and the same thing happened. They next tried another 16f esheath+ and it tore along the seam. Finally, they implanted the valve using a 22f non-edwards sheath.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The investigation for this report is ongoing.

Manufacturer narrative:
Corrected b.5 based on administrative review of the details provided. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01425. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, all three edwards sheath tips split, prior to successful valve implantation. The medical team started with a 16f esheath+. The distal end partially tore. They then opened a 14f esheath+ and the same thing happened. They next tried another 16f esheath+ and it opened along the seam. Finally, they implanted the valve using a 22f non-edwards sheath. After a review of the imagery provided and the response from the field the tip did not appear to be torn but had opened at the tip at the clear portion and the liner was pulled slightly to the side. There was no allegation of distal tip split of the third sheath.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, d9, h2, and h3 have been updated. H11 has been updated with additional information. H6: component, type of investigation, investigation findings, investigation conclusion have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The sheath was returned with the 16f introducer fully inserted and locked. Curvature of the introducer shaft was observed at the distal end. A visual examination was performed and the liner was lifted at the distal end of the strain relief, with an additional liner fold present towards the distal end, and the remainder of the liner was unexpanded. The distal tip was opened at the axial score line and split. The sheath shaft was twisted from use. Scratches were noted along the shaft. Due to the nature of the issue and returned device, no functional or dimension testing was performed. Per the engineering summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided of the patient's anatomy and showed calcification and tortuosity present in the right access vessel. A guidewire was seen in the right access vessel within a fluoroscopic image of the patient's access vessels filled with contrast, showing tortuosity. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the split distal tip was confirmed. The available information suggests patient factors (severe tortuosity and moderate calcification in the access vessel) and procedural factors (excessive manipulation) may have caused or contributed to the sheath distal tip split, and patient factors may have caused or contributed to the inability to introduce the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.